Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was achieved in the right common femoral artery via 7fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostar xl device withdrawn until the guide wire exit port was at the skin line, the 0.035 j tipped guide wire was difficult to reinserted into the guide wire exit port, a stiff wire was reinserted. Guide wire access was then obtained and closure was completed. Hemostasis was achieved using the pre-placed sutures from prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficult to insert the guide wire. It is likely that there was a blockage or narrowing of the sheath lumen, possibly related to the seal insertion process during manufacturing, which prevented easy access for the guide wire. A review of the complaint handling database found no similar incidents from this lot. There is no indication that additional product is impacted or that this issue is systemic. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, the following is corrected information: it was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.